Event description:
Vibration alarm was activated and would not stop. Lifecor staff asked the patient to disconnect the belt from the monitor and remove the battery pack. The patient was then asked to reconnect the belt to the monitor and insert the battery pack. The vibration alarm activated immediately. The patient was asked to download information from the monitor to lifecor but was unable to do so. Lifecor staff asked the patient to again disconnect the device, as above and reconnect the monitor and the battery pack. The monitor did not start-up. After one and a half minutes, the patient was instructed to try a second battery; however, the results were unchanged.